Event description:
It was reported that this implantable pacemaker entered in safety mode. A device replacement procedure will be performed in the future. At this time, this device remains in service. No adverse patient effects were reported.